Event description:
Consumer reported complaint for e-4 error. Humana representative is calling with the customer also on the line. The e-4 error occurred after the blood sample was applied. The customer is using the correct test strips. At the time of the call, the customer reported not feeling well and stated feeling tired. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 125 mg/dl using meter.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-47: pcb contamination. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that e-4 error is not showing as previously stated - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that e-4 error is not showing as previously stated - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-4 error. Humana representative is calling with the customer also on the line. The e-4 error occurred after the blood sample was applied. The customer is using the correct test strips. At the time of the call, the customer reported not feeling well and stated feeling tired. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 125 mg/dl using meter.